Event description:
Literature article received from canada: on unknown dates, patients in canada underwent a procedures for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the following events occurred between 2011 and 2022 on unknown dates. On unknown dates, 16 patients experienced stoma site infections that were treated with 148 unknown oral antibiotics. It was reported that 149 cultures were performed that identified candida, yeast, bacteria, staphylococcus, streptococcus and ekinella. On an unknown date, 1 patient experienced buried bumper syndrome. On unknown dates, 2 patients experienced abdominal wall erosion/dehiscence. No further information was available on any additional treatment. The source for this report was a literature article from canada, an 11 year study from 2011-2022. Abbvie branded tubing became available in canada in 2015. There was no information regarding the tubing manufacturer, the patient's medical history, onset dates of the events, treatment provided. However, abbvie has chosen to conservatively report this event.

Manufacturer narrative:
Reference record (B)(4). It is unknown if the devices involved in the events remained implanted in the patients or were removed and discarded; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Stoma site infections, buried bumper syndrome, and abdominal wall erosions are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.